Manufacturer narrative:
Device is combination product. If implanted, give date: 2009 device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-02217. It was reported that post a stenting treatment procedure, thrombosis occurred. The patient presented due to a myocardial infarction (mi) with sub-acute thrombosis of a previously implanted unknown stent in the mid to distal left circumflex coronary artery (lcx). This was treated with placement of a 2.25x16mm taxus liberte atom stent and a 2.5x32mm taxus liberte stent. The patient was discharged on aspirin and plavix. (B)(6) 2010: the patient was hospitalized with a gi bleed due to an av malformation which was cauterized. Hemoglobin had decreased to 7.6 and the patient was provided 2 units of prbcs. Both aspirin and plavix were discontinued and the patient was discharged. One week later, the patient experienced an st elevation mi. Cardiac catheterization revealed 100% occlusion of the previously stented area. Thrombectomy was performed with retrieval of significant thrombus. A 2.5x20mm quantum maverick was used to predilate and a 2.5x28mm non-bsc stent was deployed in the distal lcx. A 2.75x28mm non-bsc stent was then deployed in the mid lcx. The final result was timi-3 flow with one area of 25% residual narrowing.